Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient¿s parent stated the patient went to bed the night before the incident with stable glucose levels and then experienced a sensor failure after warm-up overnight on (B)(6) 2022. When asked if they had received the sensor failed alert, the reporter stated that she could not recall whether the alert was acknowledged or whether they did not hear it. After the sensor failure, the patient subsequently woke up the following morning with symptoms of hypoglycemia including coordination issues on the left side of his body. The patient's blood glucose meter value was measured and read 50 mg/dl. The patient's parents called for an ambulance and paramedics transported the patient to the hospital where he was treated with glucose. The patient also underwent a mrt and had normal results. The patient was released from the hospital later that day and was reported to be doing fine during the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.